Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump began to scroll and would not stop, while she was trying to give herself a bolus. Her blood glucose was 116 mg/dl. The buttons on the insulin pump would not respond. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.